Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens optic is torn in two places. Clear surgical and reddish residue/debris on the product. Conclusion: (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens was removed without enlarging the incision due to the surgeon didn't like the way the lens was sitting in the eye. Another lens was inserted. No suture was required to close the wound. The lens not sitting well in the eye was due to the lens was mis-loaded.